Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-21-improper technique of obtaining or applying blood sample. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 when blood sample is absorbed accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 79 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is (B)(6) 2018. The meter memory was not reviewed for previous test result history.